Event description:
In 2009, our daughter was involved in an auto mobile accident totaling her car. She, and others in the other vehicle were uninjured. At the time of the accident, she suffered a low sugar incident. This was no doubt caused by the faulty medtronic lot 8 equipment she was using at the time of the accident. Her car was a total loss claim through our insurance company liberty mutual. Please contact liberty mutual for liability determination.